Event description:
It was reported that on (B)(6) 2014, the patient was readmitted for fever after a gastric sleeve procedure that was performed on (B)(6) 2014. It was determined that a staple line leak occurred at the top of the eg junction on the last firing of the sleeve. At the time of the call, it was unknown how the location of the leak was determined. A percutaneous drain was planned to be inserted today, (B)(6) 2014. If the drain is unsuccessful, a reoperation will be performed to address the leak. There was no issue noted with the device function during the original procedure. There was some oozing noted during the original procedure, but not sure of location or when it occurred. No intervention was required during the initial procedure to control the oozing. No buttressing material was used. The patient was female and bmi was unknown. One device and cartridge was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used at the leak site? Was a leak test performed? How was the leak identified? Patient bmi? What is the current patient status?

Manufacturer narrative:
Additional information requested and received: what color cartridge was used at the leak site? Green. Was a leak test performed? Yes. Patient bmi? (B)(6). What is the current patient status? Patient had esophagojejunostomy and a ugi last friday. No leak was seen. Patient went home last friday.